Event description:
Hospira gem pca pump was heard beeping repetitively with "call" message on display; pump was d/c'd and replaced with new pump. Pump to biomed; stress release was broken off from bolus cord connector - same issue we had in 2009. Dates of use: (B)(6) 2010. Diagnosis or reason for use: pca pump - pain mgmt.

Event description:
Procedure: intestinal obstruction. According to the reporter: after the unit was activated, the jaws did not open. It was necessary to resect tissues in order to retrieve the stapler. The surgery was completed with another device. Time surgery was extended, due to the problem. Actual pt health conditions are defined as stationary.

Event description:
Reporter alleged the customer obtained the results of lo (less than 10 mg/dl) and 165 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.